Event description:
It was reported that 2 days post implant, the ventricular lead was repositioned after dislodgement. Post- operation, there was high impedance and a lead fracture was suspected. The lead remains in use and will be explanted in 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 4574-53, implanted: (B)(6)2014. (B)(4).